Manufacturer narrative:
Product analysis :visual review of the implant confirmed the ¿ears¿ of the -03 top component are broken off and not returned for analysis. Microscopic examination of the -03 peek top component scalloped features identified material deformation, suggesting physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation. The above observations are consistent with partial opening of implant prior to insertion and/or insufficient disc space preparation/distraction, resulting in subsequent implant fracture due to brittle overload during attempted implantation.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease at l3/4 and l4/5 underwent transforaminal lumbar interbody fusion at l3-l5. Intra-op, during insertion of the implant, surgeon noticed that the peek portion of the implant broke. Implant removed and replaced with new implant. All pieces were removed from patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.